Manufacturer narrative:
Block h6: device code a150101 is being used to capture the reportable event of cinch failure to deploy. Device code a050702 is being used to capture the reportable event of cinch failure to cut. Imdrf code f2301 is being used to capture the reportable event of additional device required. Block h11 device evaluation: the suturing cinch was not returned for evaluation, and no media was available for analysis. The reported events of cinch failure to deploy, cinch failure to cut and additional device required could not be confirmed. A risk review of the suturing cinch was completed and confirmed that the events of cinch failure to deploy, cinch failure to cut and additional device required were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. There is no evidence the device was improperly used per the instructions for use (IFU), and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Based on all gathered information, there is not enough evidence to determine whether the cinch failure to deploy and cinch failure to cut was due to the physician's technique during the procedure or was related to a device malfunction. For the event additional device required, it happened during the procedure, and the most probable cause of this reported issue cannot be established due to lack of evidence. For this reason, cause not established is selected as the most probable cause for these events. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm. All compiled information on this investigation determines that the most probable cause is cause not established.

Event description:
It was reported to boston scientific corporation that an overstitch suture cinch was used during an endoscopic sleeve gastroplasty procedure on (B)(6) 2026. During the procedure, failed to cut the suture or deploy. The procedure was completed when the physician used graspers to manually deploy the cinch. There was no patient complications reported as a result of this event.